Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the tip of trocar broke when trocar was inserted into patient. The tip was stuck in the abdominal wall. The doctor had difficulty finding and removing it. No scope was inserted into the trocar. They used 10mm scope. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no reinforcement material used. According to the sales rep, there was no scope inserted. The tip was removed from the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The tip of the dilator was disengaged and not received. Functional testing was precluded due to the observed damage. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition may occur by subjecting the instrument to excessive penetration force. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.